Event description:
The account alleged the side rail will not go up. No pt impact.

Manufacturer narrative:
The technician found the account has the side rail tide down with the pt's restraints, user error. The account removed the pt restraints to resolve the issue.